Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day of onset, the patient began treatment with an injection of fortum (1 gram, ongoing, once a day (od)) and an injection of vancomycin (1 gram, ongoing, od) for peritonitis. The outcome of peritonitis was unknown. Dianeal therapy was ongoing. No additional information is available.